Event description:
It was reported by the customer that the device had an error code 242.4030 system failure. Lvp error code 242.4030 system failure, possible new logic board needed, errors out and will not administer meds. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the bezel due to corrosion, rear case, both pressure sensors, membrane, sear, and both iuis. A review of the device history record showed the device had a manufacture date of 26jan2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the lvp mech assy 8100. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages. Pa-2014-0026 for pressure sensors. Ca-2013-0494 for damaged sear. Ca-2013-0509 for motor stall. _00926 for lvp door latch.

Manufacturer narrative:
The investigation is still pending. Please complete the supplemental with teco date 1/26/2021. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer, that the device had an error code 242.4030 system failure. Lvp error code 242.4030 system failure, possible new logic board needed. Errors out and will not administer meds. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error code 242.4030 system failure. Lvp error code 242.4030 system failure, possible new logic board needed, errors out and will not administer meds. There was no additional information provided and no patient involvement.